Event description:
It was reported that the tip of the driver broke while removing a set screw to extend the construct. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.